Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had malfunctioned. Attempts to determine the nature of the alleged malfunction were unsuccessful. The lead was capped and replaced. No patient complications were reported as a result of this event.